Manufacturer narrative:
Lot #: lot ur18g16084 is a suspect lot (the devices were manufactured october 12, 2018). (B)(6). A batch review was conducted on the suspect lot number and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector disconnected easily from a non-baxter intravenous (IV) set. The customer demonstrated the issue to a baxter representative using a new (non-baxter) IV set, just out of the package, and a one-link needle free IV connector. There was no patient involvement. No additional information is available.